Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/26/2014 with the following findings: the black box data from the reported event date had been overwritten. The available black box data did not show any evidence of short battery life or excessive battery use. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery compartment was observed to be completely intact. Evaluation revealed that the pump drew electric current within the specifications. The pump case was removed, and no internal defects were observed. The reported event was not duplicated. During analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.